Event description:
Customer reported the system displayed a catastrophic failure during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ffb. System operates as intended.